Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004, the patient underwent a spinal fusion surgery on the cervical region of her spine from vertebrae c5 to c7. Reportedly, during the surgery, rhbmp-2/acs was used in the patient. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). As reported, the patient's post-operative period had been marked by a period of improvement, followed by increasing neck pain, radiating pain into her left arm, and weakness in her grip. Patient continues to experience chronic pain in her neck and left arm. These serious injuries prevent patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with following pre-op diagnosis: herniated nucleus pulposus c5-6 the patient underwent following procedures: microdiskectomy and anterior cervical fusion c5-6 7 with prosthetic graft (8 millimeter and 7 millimeter) with 40 millimeter plate with 15 millimeter cephalad and caudad screws and 13 millimeter central screw. As per operative notes,¿ dissection was carried back to the posterior annulus. There was a central midline disc herniation which was easily removed with the micropituitary as well as one slightly toward the right side. Once this was decompressed, we measured the space and elected to use an 8 millimeter x 11 millimeter x 11 millimeter graft. This was filled with a small portion of bmp that had been prepared earlier per protocol. We placed additional crushed cancellous allograft and the total amount of bmp used per level was less than ¼ sponges. We then subsequently evaluated the patient and the graft was placed into position again, tamped gently home. Additional fill was used with crushed cancellous allograft. The process was repeated identically at c6-7. Again, block discectomy, at this time we found a much larger central midline annular tear and a large central disc herniation which was easily removed with the micro-pituitary. The space was probed and no other fragments were noted. We used a 7 millimeter x 11 millimeter x 11 millimeter graft and again this was tamped into position with a small amount of bmp centrally, as well as a deep and adjacent, amounting to no more than ¼ of a sponge or less. We placed additional crushed cancellous allograft. We then used a 40 millimeter orion plate with 15 millimeter screws in c5 and c7 with a 13 millimeter screw at c6. The prosthetic grafts were machined and appeared to be in excellent position and gripped well.¿ no intra-operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.